Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with severe damage from dog chew marks on the keypad overlay and keypad traces, the address and serial number label and on the reservoir tube and reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was damaged beyond repair. The customer stated that the label on the back started to fade and that she could not get the insulin pump to power up. She stated that she could not view the status screen due to the threading in the battery compartment being cracked. The customer did not know the blood glucose reading. She observed cracks near the display and reservoir compartment, as well. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. She advised that she had already disconnected from the device since it had no power. She did not recall any events leading to the reported damage. The customer was advised to replace the insulin pump and agreed to return the device for analysis.